Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: scoliosis levels operated: t4-l2 it was reported that intra-op, while performing rod bending, the bender broke. The broken bender stabbed patient's soft tissue causing bleeding (300 ml instantly), which was then stopped with sealant (surgiflo) and tachosil. It caused disturbance to the mep, but eventually closure of wound was successful. No fragment of the broken product remained inside the patient. No patient complications were reported after this event.